Event description:
It was reported that the customer was hospitalized for high blood glucose levels in (B)(6) 2014. The blood glucose reading was in the 800 mg/dl range. The customer complained of feeling bad but was unable to lower her blood glucose. She did not know the cause of the high blood glucose and had changed the infusion set the night prior to the event. She was treated with insulin drips, manual injections and the insulin pump. She also reported that she began experiencing high blood glucose since (B)(6) 2015. She complained of fatigue and unfocused eyes. She noted that her doctor recently changed her basal rates and carbohydrate ratio settings. It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was between 500 to 598 mg/dl, compared with the sensor glucose reading below 40 mg/dl. The insulin pump passed the high pressure test. She was advised that the transmitter be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-46107.